Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 30-25mm amplatzer talisman pfo occluder was sceleted for an implant using a 9f amplatzer talisman delivery sheath. During the procedure, the device was was not conforming to the septum, it remains round (blown up cobra in shape). Device was removed from the patient prior to released from the delivery cable. No interaction with cardiac structures during deployment and no interaction with cardiac structures during deployment. Device was replaced with a new 30-25mm amplatzer talisman pfo occluder that successfully completed the procedure. The patient is stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined.